Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-26279 for the patient¿s other issue.

Event description:
Information received from consumer regarding a patient implanted with a neurostimulator for rsd/causalgia-complex regional pain syndrome and other chronic/intract pain (trunk/limbs) reported that their implantable neurostimulator (ins) did not control their pain at all. It was also noted that the battery was supposed to last for 10 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.